Manufacturer narrative:
Device eval: the unit was rec'd for complaint eval on 11/5/96. The returned device was set up in a simulated perfusion circuit for performance testing under the observation of a technician. Prior to testing, the unit was decontaminated. Visual examination noted no physical anomalies. Testing was performed and the co2 transfer, 02 transfer and pressure drop were found to be within spec. In summary, the complaint could not be confirmed in our lab setting.

Event description:
The report indicated that 15 minutes into cardiopulmonary bypass, the oxygenator was changed out and the delta p decreased to 48 mmhg. No pt issue were noted by the clinical staff. Unit was not returned for complaint eval.